Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple temperature alarms. Additionally, it was reported that the customer received an incomplete bolus alert. Reportedly, the customer did not recall navigation to the screen. Tandem technical support educated the customer in regards to this alert. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus via the pump was delivered to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy.